Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. I-stat testing results (ng/ml): (B)(6) 2011, 16:51 initial collection, (B)(6) 2011, 16:51 initial testing with result of 0.01; (B)(6) 2011, 18.11 90 minute collection; (B)(6) 2011, 18:15 90 minute testing with result of 0.07. No repeat testing performed on the I-stat. Centaur lab ctni result: (B)(6) 2011: 22:50 result: 0.015; (B)(6) 2011: 10:54 result: 0.019; (B)(6) 2011: unk result: 0.013. The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident (B)(4). MFR report #2245578-2011-00217 through 2245578-2011-00222, 2245578-2011-00228 and 2245578-2011-00243 through 2245578-2011-00259 are from a single user site. Apoc product action number: (B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.